Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/16/2014 with the following findings: a review of the pump black box verified the occurrence of multiple cs052 alarms on the reported failure date. During testing, the pump was powered on, and the pump alarmed for a call service alarm within 15 minutes of powering on. The pump was unable to complete full exercising due to the alarm. The pump was opened and the radio frequency (rf) communication circuit was disconnected; the pump was able to successfully power on and exercise for 24 hours without alarm. The pump rf circuit was found to have failed. Unrelated to the complaint, the display screen was observed to be faded and discolored.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump emitted a call service alarm cs 052 when the battery was being changed. The reporter stated that the pump continued to emit the alarm each time the pump was rebooted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.